Manufacturer narrative:
(B)(4).

Event description:
The customer stated they were receiving questionable estradiol results on their cobas e601 (serial number (B)(4)). There was one discrepant result that was reported outside the laboratory. After receiving data flags on another assay, the customer repeated all tests performed on the e601 since the last passing quality control. The repeat testing was performed on a c6000 analyzer. The initial patient result was 1522 pg/ml. The repeat result was 27.19 pg/ml. There was no allegation of any adverse affects to the patients. The field service representative determined the cause of the event was a pinch valve pv19 sticking possibly due to leakage from pinch tubing replacement. He cleaned pv19 and replaced pinch valve tubing. He ran performance testing with passing results. The customer performed calibration and quality control with passing results.